Manufacturer narrative:
The sample were collected in a vacutainer purple top sample tube and stored at room temperature. The samples were rerun to confirm accuracy back to the last acceptable control run. Controls were run before and after the incident. Results were within assay ranges. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). A bci field service engineer (fse) replaced a leaking rbc and wbc dispensers. Ran several samples and successfully completed verification without issues. Leaking dispensers are the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous high rbc and hct results generated by the coulter lh 780 hematology analyzer. In addition, a review of the data showed that the mch, mchc results were low and platelets (plt) parameter results were high. The erroneous results were reported out of the laboratory. The samples were repeated and lower results for rbc, hct, mch, and mchc were obtained. Amended reports were initiated on the date of the event. No change to patient treatment, no death or serious injury is associated with this event